Event description:
It was reported that during an me, the tip broke off intraoperatively while removing a pedicle screw. No damage was caused to the patient as the tip did not remain in the patient. An alternate device was available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection showed that the part was within specifications. The additional evaluation investigation performed based on the production and material documents has shown that the wrench key at hand was produced according to specifications. The hardness parameters measured are within specifications.